Event description:
It was reported that during implant of the atrial lead, acceptable threshold values could not be found. The lead was not implanted. A replacement lead was implanted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.